Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery. They ate and when they checked their blood glucose it was 403 mg/dl. The customer also reported that they were hospitalized on (B)(6) 2017 at 6:42 p.m. Due to diabetes ketoacidosis. The customer¿s blood glucose level at the time of admission was high. The meter could not read the number. The customer had symptoms such as being dizzy, light headed, and weak. They were treated with intravenous therapy. They were not wearing the insulin pump at the time of hospitalization. They were off the device for less than 48 hours. The customer stated they will call back if they continue to have issues. The device will not be returned for analysis.